Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the bottom of the cartridge leaked after loading the cartridge onto the pump. Customer acknowledged that cartridge could have been overfilled; however, this was not confirmed. A new cartridge was loaded resolving the issue. Blood glucose level was 130 mg/dl.